Event description:
Rayner intraocular lenses limited received notification from (B)(6) eye hospital ((B)(6)) of an event that occurred during use of a single use soft tipped disposable injector (model r-inj-04). The event description provided by the healthcare facility states "upon implanting a 'blue bit of fluff' was seen in the eye and needed to be removed by the surgeon."

Manufacturer narrative:
(B)(4). Remedial, corrective and preventive action was taken by the healthcare facility. The healthcare professional explanted the 'blue fluff' from the eye in the original planned surgery session without any adverse effect to the patient. Our review of production records for the r-inj-04 injector batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch met specification limits and were without defects. Our existing vigilance data since the month of manufacture of the r-inj-04 injector (march 2012) was reviewed in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 injector batch (B)(4).